Event description:
It was reported by the rep that the device was used during a right hemicolectomy. It was reported the tx60g was used to close off a side to side anastomosis. The staple line appeared acceptable; however, the patient was readmitted for abdominal abscess and upon re-operation the staple line had dehisced.